Manufacturer narrative:
The field service rep. Determined there was a fluidics system clot and performed ise sipper flow path cleaning and conditioned the tubings. He completed the ise calibrations and controls with all results within guidelines.

Event description:
User received incorrect sodium results for 11 pt samples. The following sample was provided which is considered discrepant. Initial result was 134 mmol/l per l, repeat result was a 141 mmol/l per l. The incorrect results were reported, but no pts were affected by the incorrect reported results.